Event description:
The user facility reports the product did not drain properly and tissue was stuck in it. No patient injury was reported. Additional information has been requested to clarify if intervention was required.